Event description:
The customer received a questionable digoxin result on their e601 analyzer. The patient's initial digoxin result was 0.747 ng/ml and it was reported outside the laboratory. The first repeat result was 2.68 ng/ml. The second repeat result was 2.71 ng/ml. It is unknown if the patient was adversely affected by the result. The digoxin reagent lot number was 166776 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The units of measure on the patient's digoxin result were nmol/l. The patient was not adversely affected by this event.

Manufacturer narrative:
No root cause could be determined. The assay performance check was within specification. There were no adverse events.